Manufacturer narrative:
Right ventricular lead adhered to the atrial lead.

Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine device check. It was noted that the right ventricular lead exhibited non sustained right ventricular oversensing due to lead noise. During the explant procedure the atrial lead dislodged and it was noted that the lead had the atrial lead stuck to it. Both the leads were explanted and replaced. The patient was stable during and post procedure.